Manufacturer narrative:
(B)(4). Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged port tubing leak with a lap-band device. The event was first noted when the pt came in for a fill and noted lack of weight loss. A radiography (x-ray) was performed indicating the leak. Explant surgery was scheduled. F/u findings: the rptr noted that the port was explanted and replaced.